Manufacturer narrative:
On october 05, 2023, mentor received a device for evaluation as well as additional information. Patient identifier was added as (B)(6). Date of explant was added as (B)(6) 2023. The patient's ruptures were identified via ultrasonography. The patient was implanted during a primary breast augmentation surgery. The patient's prosthesis was replaced with a 370cc mentor memorygel xtra breast implant. On october 10, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant have a tear on the posterior view, measuring approximately 6 cm. In addition, shell abrasion was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received a photo of the device for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed in a plastic bag and no rent/puncture could be confirmed upon visual evaluation. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with 250cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. The patient¿s date of implant was not provided. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-10034 for the contralateral event.